Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the weighted 10 french nasogastric feeding tube was inserted properly by the rn. A metabolic support service worker was at the bedside when the rn placed the feeding tube. It was reported that there was no difficulty with feeding tube placement. A mss worker was called by rn on 8w, and reported feeding tube would flush but could not retract stylet. Two rn's at bedside when this worked arrived to the patient's room to assess the situation. The rn's had already pulled out feeding tube and noted that the weighted tip of the feeding tube was broken. The feeding tube was replaced at bedside without difficulty. There was no patient injury.